Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The device had intermittent button response due to corroded keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was 188 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.